Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This crt-d was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted minor scratches on the exterior of the device case and header. The device could not be interrogated. When the device case was turned over rattling was heard internally, indicating loose parts inside the device case. An x-ray of the device found an internal component that is part of the switching power supply circuitry was loose from its intended location. It was concluded the crt-d may have been dropped, knocking the internal component loose, resulting in the inability to interrogate the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were explanted due to an infection. The device was re-sterilized and intended to be re-implanted with new leads after the infection was resolved. However, on the date of the re-implantation procedure, the crt-d was not able to be interrogated. An error message was displayed on the programmer indicating out of range/noise of unidentified telemetry and this could not be resolved. A new device was implanted and this device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were explanted due to an infection. The device was re-sterilized and intended to be re-implanted with new leads after the infection was resolved. However, on the date of the re-implantation procedure, the crt-d was not able to be interrogated. An error message was displayed on the programmer indicating out of range/noise of unidentified telemetry and this could not be resolved. A new device was implanted and this device was expected to be returned for laboratory analysis. No additional adverse patient effects were reported.